Manufacturer narrative:
The insulin pump was received with pump error noted in the pump history and critical pump error (open book image) due to moisture damage on the electronic assembly on pcb1. The pump was unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Pump was received with broken battery tube threads, cracked case along the side of the battery tube and missing display window cover. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 6.2 mmol/l at the time of the incident. The customer reported cracks down the battery compartment. The customer used a coin to open the slot. The product was returned for analysis.